Event description:
An endeavor sprint was successfully implanted in the lad. Approximately 5 months post the index procedure, stent thrombosis occurred in the lad. Balloon pci was carried out in the target lesion. The investigator has indicated the event was related to the study device. The patient recovered with treatment.

Event description:
Previously report thrombosis was denied. Restenosis was confirmed instead.

Manufacturer narrative:
(B)(4). Evaluation, results, inherent risk of procedure (thrombus and revascularisation). Evaluation, conclusions, known inherent risk of procedure (thrombus and revascularisation).